Manufacturer narrative:
(B)(4). Batch # r58n14. Event date: month and day unknown. Only year (2018) is known. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage. And with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recessed below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide on loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the device failed to "lock", was the device unable to be closed? If not, please provide further detail of the event. Were there any patient consequences? Response: the product failed to lock and the surgeon used another device. There were no patient consequences as the procedure was carried out.

Event description:
It was reported that the device in question failed to lock during a low anterior resection being performed by surgeon.